Manufacturer narrative:
An osseotite® certain® implant 4 x 8.5mm (item # ioss485) was returned for investigation. Visual inspection of the as returned product identified significant shearing and gouging of the implant, likely due to the removal process. The tip of the implant had been sheared off, and no screw was returned or found within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No relevant pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on an unreported tooth # and was used for approximately 8 years. Pictures or x-ray images were not provided to evaluate non integration or relocation into the sinus. DHR review was completed for the subject lot number (729900). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 729900) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (relocated to sinus and screw fracture) or device (ioss485). Therefore, based on the available information, device malfunction did not occur. Sinus perforation event was non-verifiable. A definitive root cause could not be identified. D4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a sinus perforation occurred in the process of removing an implant (ioss485). Implant did not relocate into the sinus; however, the sinus was perforated in the trepan process.